Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the (B)(6)2018. A fractured joint on j12 pin 14 (key 3) of the membrane pba resulted in the device failing self-tests due to the device not powering up in 450p CPR advisor mode. These self-test fails occurred between the (B)(6)2018 and the(B)(6)2018. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, h041-014-004, on the (B)(6)2018 . The device successfully passed all weekly auto self-tests from the(B)(6)2018 up to the (B)(6)2018 . Therefore, it is assumed the solder joint was making sufficient contact during these times. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required prompt. There was no patient involved in this event.